Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Low reservoir alarm was set to 20 units and triggered when programming a bolus delivery at 20 units. No low reservoir anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a change reservoir alarm. The customer's blood glucose value was 95 mg/dl at the time of the incident. The customer carried out the displacement verification test, which failed. The customer was able to clear the alarm. The customer reported that the low reservoir did not alert them as expected. The customer reported that the units left were below the low reservoir setting. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will be returned for analysis.